Event description:
On 10/25/96, two distinct hosp laboratories reported that 30 determination diagnostic test kit lot 250a03 was producing false negative results with positive controls and known positive pt specimens.